Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing while the patient was performing isometrics at a follow up visit. It was also noted that the patient received an inappropriate shock the previous night and lead impedance had significantly decreased since the previous follow up; however, no noise was observed on the shocking egram. The physician elected to perform an invasive procedure, at which time it was noted that the seal plug was detached from the ICD and fluid was visible in the port. Further information indicated that the patient's second ICD was also removed due to noise detected on the lead. The device was replaced with a competitors product.